Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia with positioning. There were no plans to position via echocardiogram. The next day, the pump was explanted and the patient received a transplant.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
B1 selection added that was omitted from the initial report that was submitted. The investigation has been completed. No product was returned for investigation. Tachycardia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): no product was returned. The patient experienced ventricle tachycardia with positioning. The cause of the positioning issue was unable to be determined due to insufficient clinical details. The device history review was completed and the device passed all post sterile inspection checks.